Manufacturer narrative:
Stent delivery system was returned for analysis. A visual examination of the stent found damage to the proximal section of the stent with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the non-tortuous and moderately calcified distal right coronary artery. Following pre-dilatation using a 2.0 x 8 and 3.0 x 8 emerge balloon catheters, a 3.00 x 12 synergy ii drug-eluting stent was advanced but failed to cross the lesion even after several attempts. The device was removed and it was noted that some of the stent struts were frayed. Additional pre-dilatation was then performed and the procedure was completed with another 3.00 x 12 synergy ii drug-eluting stent and an additional 3.0 x 16 synergy ii drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the non-tortuous and moderately calcified distal right coronary artery. Following pre-dilatation using a 2.0 x 8 and 3.0 x 8 emerge balloon catheters, a 3.00 x 12 synergy ii drug-eluting stent was advanced but failed to cross the lesion even after several attempts. The device was removed and it was noted that some of the stent struts were frayed. Additional pre-dilatation was then performed and the procedure was completed with another 3.00 x 12 synergy ii drug-eluting stent and an additional 3.0 x 16 synergy ii drug-eluting stent. No patient complications were reported and the patient's status was good.